Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 7 months and 9 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed no indications of a device malfunction. Particularly the recorded iegm's demonstrated a correct device behavior with regard to the therapy functions of the ICD. A sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was removed due to twiddler's syndrome. There is no indication that this system has been replaced yet. The hospital retained the devices. Should more info become available, this report will be updated.